Event description:
A patient care technician reports devices were loosening during treatment which allowed a small amount of blood to leak. Upon follow up with the facility clinical manager she reports this facility has staff very experienced with the product and noted recently the occurrences of blood leaking from the area where the chamber connects to the dialyzer. The connection was tightened prior to the beginning of treatment and appears to loosen over time leading to a leak of blood. The devices were re-tightened during treatment and the treatments completed. Ebl <5ml. There were no patient adverse effects and no medical intervention was required. Patient identifiers are not available. The actual samples were discarded. Companion sample is available for return.

Manufacturer narrative:
The device was not returned to the manufacturer; however, a companion sample from the same lot is available for return. Plant investigation is pending the receipt of the companion sample. A supplemental medwatch will be submitted upon the completion of the investigation. See related mdrs: 2937457-2014-01023, 2937457-2014-01024, 2937457-2014-01025, 2937457-2014-01026, 2937457-2014-01027, 2937457-2014-01028, 2937457-2014-01029, 2937457-2014-01030, 2937457-2014-01031, 2937457-2014-01032, 2937457-2014-01033 and 2937457-2014-01034.